Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Strips not available for return.

Event description:
Caller reported blood glucose results obtained from two performa meters and the same test strip vial within 10 minutes of each other. 135 mg/dl and 406 mg/dl no adverse event was reported. Strips are not available for return.